Event description:
It was reported the introducer split. The procedure was complete, and upon removal of the introducer, it was found to be split. No patient complications were reported.

Event description:
It was reported the introducer split. The procedure was complete, and upon removal of the introducer, it was found to be split. No patient complications were reported. Device evaluated by MFR: the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the three seams were found starting to expand as expected with device usage. One of the seams was split 12.5cm from the distal tip to the tip. There was typical tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.